Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that noise was noted on the rv lead.

Event description:
It was reported that an alert for out of range high voltage lead impedance was noted via remote transmission. The lead was explanted and replaced.

Event description:
New information received indicates that patient was well post-procedure.